Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. The patient was brought in and provocative maneuvers were performed, however oversensing of noise was unable to be reproduced. The device data was sent to technical services (ts) for review. Device data determined there were several treated and untreated episodes stored consistent with noise associated with the electrode proximal ring. Completed x-rays did not reveal any abnormal findings. Ts discussed possible causes and recommended further evaluation including additional system manipulation to recreate the reported observations. The device was reprogrammed to the secondary vector to mitigate further oversensing. This system remains in service. No additional adverse patient effects were reported.